Event description:
A medical centre in the USA reported to a fisher & paykel healthcare (fph) field representative that two rt236 infant dual heated evaqua breathing circuits failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Returned devices: 1 x rt236 lot 130607 date of manufacture: 7 june 2013; 1 x rt236 lot 130619 date of manufacture: 19 june 2013. Method: two rt236 infant dual heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. They were visually inspected and pressure tested. Results: visual inspection revealed no physical damage to the returned circuits. The pressure test revealed that the circuits were within specification. Conclusion: no fault was found with the returned rt236 infant dual heated evaqua breathing circuits. All rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt236 infant dual heated evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb."

Event description:
A medical centre in the USA reported to a fisher & paykel healthcare (fph) field representative that two rt236 infant dual heated evaqua breathing circuits failed the ventilator leak test. This was observed before use on a patient.